Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The ipg was repositioned from the gluteus area to the abdomen. The patient met for a follow up with the physician who is treating the patient with lyrica.